Event description:
Customer reported obtaining back to back results of 170 mg/dl and 58 mg/dl on the active system. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.